Event description:
It was reported that the customer had high blood glucose levels (360 mg/dl). Cold insulin was used to load cartridge. Customer took a correction bolus to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide, "insulin should be at room temperature before filling cartridge".